Event description:
This spontaneous report was received from a spanish physician and concerns a 62-year-old female patient (ambiguously reported as 63 years old). She was injected subcutaneously with a total of 3.4 ml of radiesse into the malar-temporal area, prejoule, nasolabial fold and upper white lip (off label use of device), on 09-nov-2023. Batch number was reported as a00107230 and a00107190 (expiry date: 02/2025). The batch record review was received and the lot number for radiesse was confirmed as a00107230 and a00107190 (expiry date: 02/2025). A lot search in the global safety database was conducted. She was injected with 1.7 ml per side, into the 6 injection sites (3 sites per side), with 0.5 ml into the malar-temporal area, prejoule and upper white lip per side. The infiltration method was with 25 g cannula (retro traced 0.02) with 2ml of lidocaine (2%). One vial was used per hemiface. Radiesse was diluted with 0.3 ml of 2 % lidocaine in each vial (product preparation issue, off label use of device). The patient was previously injected with radiesse and filler products into the temporal area, middle third and submandibular angle and with 0.2 ml lidocaine 2%, on 30-mar-2023. One vial was used and it was well tolerated and without incident. The patient had no allergy, no treatment with interferon or omalizumab, no relevant medical history, no concomitant medication and no surgical interventions. On (B)(6) 2023, 30 days after the radiesse injection, the patient experienced a peripheral induration. On (B)(6) 2023, the patient attended for revision. A peripheral hardness to the infiltrated radiesse compatible with the treated areas with a 5-day evolution was noticed. There was no heat, no pain and no other associated pathologies. Short radiofrequency sessions (no more than 20 minutes) were prescribed in the affected areas without excess heat. On (B)(6) 2023 and (B)(6) 2024, radiofrequency sessions were applied, with initially favorable evolution and worsening during the last session. On (B)(6) 2024, the patient attended for a new evaluation. A peripheral hardness to the infiltrated radiesse at the corners of the nasolabial fold and slightly in the malar area was noticed. She presented greater induration in the nasolabial fold at the commissure level, improved in the prejoule area and slightly indurated in the malar area, all bilaterally, without heat, pain, or other associated pathologies. Lidocaine 2% was infiltrated in the indurated areas and a radiofrequency session was scheduled. After the treatment, the area was perceived less indurated. On (B)(6) 2024, radiofrequency sessions were applied. On (B)(6) 2024, the patient attended for a new evaluation. A greater hardening of the infiltrated radiesse at the level of the nasolabial fold was noticed. She presented moderate induration in the nasolabial fold at the commissure. She was prescribed deflazacort 30 mg 1 every 12 h for 3 days and descaling and varidasa 1 every 8 hours for 7 days. On (B)(6) 2024, the patient attended for a new evaluation and hardly any improvement was not noticed with deflazacort. She did not take varidasa, indicated by her primary care physician due to contraindication with orfidal, according to what she reported. Radiesse was slightly less indurated in the nasolabial fold bilaterally, resolved in the malar area and almost resolved in the prejoule area. Initial protocol was exhausted due to late inflammation. The patient was kept on expectant management with radiofrequency. No antibiotics were prescribed. Due to the provided information, the outcome of the event induration was considered as resolving (reported as not resolved). The outcome of the event inflammation was unknown. In the opinion of the reporter, the event induration was of moderate intensity and the events were related to radiesse. There was no suspicion of a causal relationship between the local anesthetic incorporated in the product. Follow-up information was received on 04-mar-2024: this case was upgraded to serious. The physician reported that review referred to an extra consultation, after initial treatment, in which the patients complaints were reviewed and the techniques described in the progress report were applied. The patient was not re-injected with radiesse at any of the check-ups. The corrective treatment provided was necessary to accelerate recovery and prevent permanent damage. In addition, the physician indicated that at the last check-up the indurations in the nasolabial fold not resolved. The other indurations were practically resolved although a slight degree of induration remained. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event induration (pt: injection site induration), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot numbers a00107230 and a00107190, were reviewed. A lot search was conducted on the reported lot numbers and no similar events were noted. No nonconformances were noted related to these lot numbers.